Event description:
It was reported that the rv lead was capped due to a "product performance issue." No patient complications were reported as a result of this event. Additionally, a lawsuit alleges the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention, due to the 'defective' lead.